Event description:
A report was received that the patient experienced yellow discoloration and small superficial wound dehiscence at the lead site. It was determined during examination that the patient did not have an infection. The patient was administered augmentin and her wound is healing. The event was assessed as possibly related to the procedure and not related to the device.

Event description:
A report was received that the patient experienced yellow discoloration and small superficial wound dehiscence at the lead site. It was determined during examination that the patient did not have an infection. The patient was administered augmentin and her wound is healing. The event was assessed as possibly related to the procedure and not related to the device.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.